Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the manufacturer representative was trying to download a CT scan from a disc and every time they created a new patient and clicked okay to download the exam slices the system would reboot itself. The representative shutdown the system, moved to a new outlet, and then tried again, and the issue persisted. The representative had the imaging department burn another disc and that did not resolve the issue. The site uses discs with a dicom viewer programed on to them, so the representative requested another disc that only had the exams and the issue persisted with that disc as well. The representative stated that they were using an external usb disc drive since the one on the workstation did not function, so the representative tried multiple usb ports without any resolution. There was no patient harm reported. Additional information received from a manufacturer representative reported that there was no delay. Additional information received from a manufacturer representative reported that the suspected cause was the CT tech burning the disk incorrectly. Additional information received from a manufacturer representative reported that the surgeon elected to perform the case freehand. Additional information received indicated that the images were downloaded onto the disc in "jpeg" format which is not supported on the guidance system.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378, software version: 5.0.1 h3, h6) a software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified. The system unexpectedly exited when importing the digital intercommunication of medicine (dicom). Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.